Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and observed that the complaint that the device had low rotations per minute could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the cord was torn near the connector. It was determined that the tear in the cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. This was further classified as user error. If additional information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device had low rotations per minute. It was reported that there was no delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.